Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the collision between the joint 5 of the arm of the robot and the head holder attachment caused the reported error and the shutdown of the device. This is a normal behavior of the device in such case. The release of the vigilance device could have avoided the collision, therefore this is considered as a use error. The surgery was resumed successfully after the reboot.

Event description:
On 19-may 2020, the surgeon was preforming a 2 trajectory laser ablation case. The patient was put to sleep, pinned in a mayfield head clamp, and registered using bone fiducials. During guidance, the robot was driven to the trajectory on the right side of the head. As the arm approached the patient, joint 5 of the robotic arm collided with the head holder attachment and shut the robot down stating that an unrecoverable error had been encountered. The collision was only between the robotic arm and the head holder attachment. The patient was not affected by the collision. After the shutdown, the robot was restarted and the case continued as planned with the arm¿s final orientation changed before driving back to the trajectory. A post-op scan showed that the laser fibers were placed with sub millimeter accuracy. In total, the delay was only about 5 minutes.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2020, the surgeon was preforming a 2 trajectory laser ablation case. The patient was put to sleep, pinned in a mayfield head clamp, and registered using bone fiducials. During guidance, the robot was driven to the trajectory on the right side of the head. As the arm approached the patient, joint 5 of the robotic arm collided with the head holder attachment and shut the robot down stating that an unrecoverable error had been encountered. The collision was only between the robotic arm and the head holder attachment. The patient was not affected by the collision. After the shutdown, the robot was restarted and the case continued as planned with the arm¿s final orientation changed before driving back to the trajectory. A post-op scan showed that the laser fibers were placed with sub millimeter accuracy. In total, the delay was only about 5 minutes.